Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
The account found the brake pads are out of adjustment due to loose/worn threads. The account replaced all brake pads to resolve the issue.